Event description:
During a patient post resuscitation and underwent therapeutic hypothermia, the customer noticed 200ml saline loss in the 500ml saline bag, and the thermogard ivtm system generated an "air trap warning" alarm. No saline was observed on the floor, thermogard system, and patient's bed. Icy catheter (lot #166377) leak was suspected. The patient's body temperature at the start of ivtm therapy was measured at 36.7°c. The patient target temperature was set to 33°c and the patient's body temperature was measured at 36.5°c when the issue was noted. The catheter was replaced and ivtm therapy continued with same thermogard system without any issues. Catheter dwell time 22 hours. Per reporter, the icy catheter insertion was smooth into the patient right femoral vein. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of a icy catheter (lot #166377) leak was confirmed during the functional testing. A bonding leak was observed at proximal end of medial balloon during the functional pressure leak test. The probable root cause of the reported leak was due to a latent defect at the bond. Visual examination of the returned icy catheter was performed, and no physical damage was found. Observed blood residues in the balloons and lured tubings. Functional testing of the returned catheter was performed, and all infusion ports and extension tubes were flushed without resistance. During the functional pressure leak test, the icy catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at proximal end of the medial balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar complaint reported for the icy catheter with lot number 166377.